Manufacturer narrative:
The deltaplush cerecyte microcoil 3 mm x 6 cm (cpl10030630/g13765) could not be fully deployed in the aneurysm because the connection between the coil and the delivery wire was too hard and not flexible. So it was removed from the body safely. An sl-10 microcatheter (details unknown) was used. The product was not returned for evaluation. Without the return of the device, the exact root cause of the problem could not be determined. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies, design, or quality concerns. No corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting.

Event description:
The deltaplush cerecyte microcoil 3 mm x 6 cm (cpl10030630/g13765) could not be fully deployed in the aneurysm because the connection between the coil and the delivery wire was too hard and not flexible. So it was removed from the body safely. An sl-10 microcatheter (details unknown) was used.